Event description:
It was reported when using the bd vacutainer® push button blood collection set customer found packaged deformed and sterilization is questioned. This event occurred 250 times. The following information was provided by the initial reporter. The customer stated: "the cusomter complained that the capsule packages were found deformed. There is uncertainty about safety in terms of sterilization and its application."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photographs from the customer in support of this complaint. An evaluation of the photographs was performed and the issue of deformed packaging was observed. Additionally, 50 retained samples from the lot number provided were visually inspected, and no deformed packaging was found. Retained samples are kept in a temperature-controlled environment of 18c-22c. Bd was able to duplicate or confirm the customer¿s indicated failure mode because the defect was evident in the photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set customer found packaged deformed and sterilization is questioned. This event occurred 250 times. The following information was provided by the initial reporter. The customer stated: "the customer complained that the capsule packages were found deformed. There is uncertainty about safety in terms of sterilization and its application."